Manufacturer narrative:
Block d4 (unique identifier): this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Expiration date 05/25/9999. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the stim connector was defective. This is being reported for cancellation of the procedure post sedation. During preparation for an ablation procedure, a labsystem pro ep recording system clearsign amplifier was selected for use. The stim connector was defective; stimulation could not be performed. Subsequently, the procedure was cancelled, post sedation. No patient complications occurred. Good faith effort (gfe) stated that the device will not be returned for analysis.